Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that there was scratch on insulin pump screen and it affect ability to read. Customer's blood glucose level was unknown. Customer also stated that the insulin pump button need to multiple time and button were hard to press. It was also stated that the insulin pump had unexplained no delivery alarm. The device will not be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2 or lcd keypad connector. Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No unexpected low battery alarm anomalies noted. Device received with minor scratched lcd window.